Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead dislodged, and that tissue in the helix would not allow the lead to stay fixated in the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.